Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Customer administered a correction injection to address the bg. Customer reverted to an alternate form of insulin therapy.